Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 357 mg/dl after dinner while using the ilet system, following a same-day supply change and recent corrective insulin deliveries; troubleshooting and education were provided, and glucose later returned to range. Symptoms included high blood glucose. Outcomes included transient elevated glucose without escalation of care. Investigation included review of user-reported history and device use, including recent corrections and supply change, and follow-up outreach. Investigation of this case revealed no confirmed device malfunction and no component failure, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.